Event description:
It was reported that inappropriate shocks due to noise occurred involving this device and electrode. The smartpass filter was disabled and manipulating the system during a follow up reproduced the noise. An x-ray was sent and reviewed by technical services (ts) which showed that the electrode insertion was good, but a curve seen on x-ray may be indicative of a conductor issue. Ts noted that if artifacts are easily reproduced in the secondary vector then also test the primary vector, and if only the secondary vector was showing reproducible artefacts the conductor between sense a node and the set screw in the header is affected and likely partially crashed. Ts further noted that if noise can be reproduced in all vectors then only an invasive solution is recommended. The system remains implanted. No adverse patient effects were reported.